Event description:
It was reported that, "while tightening a screw into the plate, the head of the screw passed entirely through he screw hole. The sales rep stated that having a torque limiter for this set would avoid this from happening."

Manufacturer narrative:
Device will not be returned. If add'l info becomes available it will be reported on a supplemental report.